Event description:
It was reported that the patient underwent plif at l3/s1 on (B)(6), 2013. During a follow-up visit on (B)(6), 2013 the patient complained of pain and a CT scan performed on (B)(6), 2013, confirmed non-fusion with broken screws bilaterally at l5. Revision was performed on (B)(6), 2013 to remove the distal ends of the fractured screws. No new hardware was installed.

Manufacturer narrative:
Explanted device is being returned for evaluation but has not been received. A follow-up medwatch will be submitted upon completion of investigation.